Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. The event of rheumatoid arthritis (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare processional reports juvéderm¿ voluma¿ with lidocaine injection to ck1, ck2, ck4. Four months later, patient had a flare up of rheumatoid arthritis and swelling at ck1, ck4, ck2, lip, tear trough. Patient contacted physician one week after symptoms appeared. Clinisept applied as pre and post treatment. Clarithromycin, hyaluronidase and prednisone also prescribed. After 2 weeks, symptoms appeared to be "going down slowly." Patient received the covid pfizer vaccine a week prior to reporting they experienced further swelling and even around the areas treated previously (around the mouth and tear trough) started to swell. Hyalase treatment provided at three separate follow up appointments. "All seemed to be settling" and healthcare professional and patient happy with the way things were progressing.